Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station consistently logged out in the middle of transaction. A field service engineer performed a re-image for the station as requested by a technical support specialist to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es keeps logging out. The customer stated that the malfunction occurred when the user was trying to issue the medication to the patient and it caused a delay to the patient care. There were no adverse events or injuries reported based on this event.